Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/20/2016 that on (B)(6) 2016, there was an unexpected g5 mobile application shut-off. No additional patient or event information is available. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed and confirmed the reported unexpected g5 mobile application shut-off. Root cause was determined to be system memory reset.